Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was unresponsive. There was evidence of keypad adhesive found under the key contacts.

Event description:
The reporter stated that on (B)(6) 2011, the up arrow keypad button became intermittently responsive and required several hard presses in order to get a response. All of the other keypad buttons were responding appropriately. The patient reportedly wore the pump in a pocket and used a soft cloth to clean the pump.